Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the patient's hyperglycemia and emergency room visit. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient's healthcare provider called to report that the patient's blood glucose (bg) reached between 25 to 28 mmol/l (450 to 505 mg/dl) and they treated the patient with a manual injection of insulin. The patient is a disabled person and will "alway" need an emergency room visit. The adhesive pad was also coming loose and the site was a little wet. The pod was worn on the abdomen. The cannula was also bent.